Event description:
Patient's caregiver called in to report "device needs service" alert with service error code. All troubleshooting attempts failed. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 07/02/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight safety and eit. Monitor failed inspection for reported service error code. The reported service error code occurs when the self test detects a problem with circuitry on the monitor therapy board. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.